Manufacturer narrative:
MDR 3003442380-2024-02043- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula crimped events. The insertion site was at abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.